Manufacturer narrative:
Product is not yet returned.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device remained at the user facility and was inspected by a stryker technician on-site.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.